Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a fault message during an elective cardioversion for atrial fibrillation and that the associated transvenous defibrillation lead measured a low, out-of-range, shock impedance. The physician manually measured the shocking impedance of the lead and it measured 36 ohms. Then, following the cardioversion the crt-d reverted to a safety mode. The device was explanted and returned to guidant for analysis.